Event description:
It was reported that the patient presented in clinic after receiving a notifier for intermittently low out of range pacing lead impedance. The patient underwent an rf ablation of the right ventricle a few weeks ago. The intermittent out of range impedances started to occur after the ablation. Unable to reproduce noise or changes in lead impedances with isometrics. All values obtained in clinic are within normal range. No further information is available.